Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign matter was found in the package. During unpacking, after removal from the sterile packaging and from the hoop, it was noted that there was a hair on the 2.5x40x90 (4f) sterling¿ balloon catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a sterling otw balloon catheter. The balloon, tip, and shaft were microscopically and visually examined. The balloon was tightly folded. There was one kink in the shaft located 81mm from the distal most portion of the device manifold. There were no irregularities in the balloon or marker band material that could have contributed to the damage. The reported foreign matter could not be confirmed due to the packaging being discarded. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign matter was found in the package. During unpacking, after removal from the sterile packaging and from the hoop, it was noted that there was a hair on the 2.5x40x90 (4f) sterling¿ balloon catheter. The procedure was completed with another of the same device. No patient complications were reported.